Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. Fse verified quality control was acceptable. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results for sodium (na) and high quality control (qc) on their au480 clinical chemistry analyzer. The high na patient results were not reported out of the laboratory. The customer stated three (3) patient samples were affected. The customer only repeated one (1) patient sample. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided the results for three (3) patient samples.